Manufacturer narrative:
(B)(4). Physio-control determined the cause for the failure to be the connection between the system pcb and user interface pcb assemblies. Physio reseated the system pcb to user interface pcb cable and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
During an in-service set up for the customer, physio-control's sales representative found that the device would not advance past the set up mode. The device would not allow the user to change the set up codes to boot up properly. The device would not be available for use in the reported condition. The device had an out of box failure. There was no patient use associated with the event.